Event description:
Customer requests that dose output be adjusted on 9800 system to comply with state of tn requirements. Dose currently in compliance with factory specs. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Per customer request, adjusted ma limit file so dose does not exceed 10r/min, to comply with state requirements (with laser aimer in place).